Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a declaration ((B)(4)) which reported the following information: a healthcare provider reported that on (B)(6) 2018 a patient developed a ¿dependency to sensor scanning, using the adc freestyle libre sensor, and noted the individual was scanning up to 25-30x/day. The reporter noted the individual became ¿depressed as there is too much data¿ and ¿worrying (over) glycemic variations¿. The individual was hospitalized in psychiatry for two months and stopped using the sensor. The reporter believes ¿the device should be restricted for people who are psychologically unstable¿. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care received a declaration (ansm r1807023) which reported the following information: a healthcare provider reported that on (B)(6)2018 a patient developed a ¿dependency to sensor scanning, using the adc freestyle libre sensor, and noted the individual was scanning up to 25-30x/day. The reporter noted the individual became ¿depressed as there is too much data¿ and ¿worrying (over) glycemic variations¿. The individual was hospitalized in psychiatry for two months and stopped using the sensor. The reporter believes ¿the device should be restricted for people who are psychologically unstable¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no adverse trends were identified. If the product is returned, the case will be re-opened and a physical investigation will be performed.